Event description:
A report was received that a patient was involved in an accident which caused the pocket site to open. The patient was treated at a wound clinic, where it was determined that the site was infected. Due to other health problems, the patient's cardiologist will assess the next course of action.